Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to perform the displacement test due to black display. Pump received with broke battery tube threads and stripped battery cap(p)coin slot.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. Customer stated corrosion on the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.